Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific rec'd info that the right ventricular (rv) and right atrial (ra) lead were positioned and repositioned two times due to poor sensing measurements during the implant procedure. After repositioning, the pacing numbers were within normal limits. The leads were attached to the device. The pt began to decompensate and an echocardiogram revealed blood in the pericardial space, a lead perforation was suspected. A pericardiocentesis was performed to remove the blood and CPR was performed. The pt later expired on the table. No add'l info is available at this time. If add'l info becomes available, this report will be updated.